Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not able to maintain the pressure inside and a leaking occurred. The customer reported that the patient had to be reintubated.

Manufacturer narrative:
One sample was evaluated. All tasks associated with this complaint are complete. The reported condition was not confirmed. The device history record (DHR) review shows the product was released to specification. The investigation did not find not able to maintain the pressure inside and a leaking occurred. Therefore, the reported condition is not related to manufacturing process. So, the root cause and corrective action is not required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.